Event description:
Patient reported that he discontinued use of the device in 2003, due to periodic erratic blood glucose. He believed that the device may have been giving too much insulin. No treatment was received.